Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance. The daily atrial impedance measurement was deactivated. It was noted that action will be performed once the device needs to be replaced. The lead remains in use. No adverse patient effects were reported.